Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a drop in battery voltage of 0.01 volts. This observation was made during a one month period. The available information indicates that this device was explanted due to the observation.